Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, syringe 10 ml, luer-lock connector was defective, which caused leakage of the anticancer drug. The following was provided by the initial reporter: we would like to inform you that we have identified a non-compliant 3-piece luer lock syringe, 10 ml plastipak, 300912 (or 305959), lot 2603087, expiration date 02/28/2051. The luer-lock connector was defective, which caused leakage of the anticancer drug. Additional information: the defective syringe was discarded. Was patient or user harmed? If yes, please explain: no, syringe discarded. Could you please provide the date of event? Tuesday, (B)(6) 2026.